Manufacturer narrative:
(B)(6) 2013, additional information was received that the patient underwent an explant procedure. No further information could be provided to bsn. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain on both ipg sites and the right ipg was not working. The patient will undergo an explant procedure on both system.

Event description:
A report was received that the patient was experiencing pain on both ipg sites and the right ipg was not working. The patient will undergo an explant procedure on both system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-2138-70, serial/lot #: (B)(4), description: scs 70cm iii lead.